Event description:
The integra ICU sales support specialist reported that while at the user facility, it was brought to her attention that over five (5) months, the customer experienced at least five (5) occurrences in which the luer lock between the burrette and the drainage bag on the accudrain became cracked and on a couple occasions, the whole system had to be switched out. It was further stated by the customer that after the accudrain has been connected for 10+ days they change out the drainage bag daily. The integra neuro us clinical specialist will be planning a visit to observe the customer's technique when changing the bag. No prior incidents have been reported to integra.

Manufacturer narrative:
It is unknown whether product is available for return and evaluation. An investigation has been initiated based on the reported information.